Event description:
It was reported that the procedure to treat a 90% stenosed de novo lesion in the left anterior descending (lad) artery with moderate calcification. After pre-dilatation with a 2.0x12mm balloon, the 3.0x12mm xience prime stent was implanted. After post-dilatation was performed with a 3.0x12mm non-compliant (nc) balloon, a distal edge dissection was noted. A 3.0x38mm xience prime stent was used to cover the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.